Event description:
Reported as "pump lost all signals, trigger, stopped pumping". As reported by the clinical support specialist: "getinge mega 50cc catheter placed via axillary insertion in ccl on (B)(6) 2022 by [physician], on (B)(6) 2023 at 1645pm the ac3 console stopped pumping - all triggers were absent on the monitor but power was active in the console screen (the pump was plugged into a red outlet). After troubleshooting attempts would not bring back triggers or waveforms, console was powered down and restarted which corrected the issue. Patient was ambulated on (B)(6) 2023 at 17:30 with no incident. On (B)(6) 2023 at 21:28 iabp console was not pumping and no waveforms were present on console, iab catheter was clear at this point no blood in tubing. Pump was exchanged." No patient injury or consequence. Patient status reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
Reported as "pump lost all signals, trigger, stopped pumping". As reported by the clinical support specialist: "getinge mega 50cc catheter placed via axillary insertion in ccl on (B)(6) 2022 by [physician], on (B)(6) 2023 at 1645pm the ac3 console stopped pumping - all triggers were absent on the monitor but power was active in the console screen (the pump was plugged into a red outlet). After troubleshooting attempts would not bring back triggers or waveforms, console was powered down and restarted which corrected the issue. Patient was ambulated on (B)(6) 2023 at 17:30 with no incident. On (B)(6) 2023 at 21:28 iabp console was not pumping and no waveforms were present on console, iab catheter was clear at this point no blood in tubing. Pump was exchanged." No patient injury or consequence. Patient status reported as "fine".